Event description:
It was reported that the customer was experiencing no delivery alarms. The customer stated he was using new energizer batteries. It was stated that the customer's carbohydrates would clear out from the alarm after pressing the act button. The customer's insulin pump would then notify that no insulin was delivered. The customer also had issues with being able to rewind the insulin pump. The buttons on the insulin pump were also hard to press and had to be pressed a couple of times in order to react. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the esc and b buttons were worn down. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.